Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 60 mg/dl at the time of incident and she check the blood glucose on the finger stick it was 500 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer reported that auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. Customer stated that they declined to troubleshoot for to test insulin pump, to check their setting. Customer did receive a change sensor alert. Insulin delivery was not suspended due to sensor glucose and blood glucose difference. The insulin pump will not be returned for analysis.